Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Attempted to insert the t2-humeral nail for bone trabecular transverse bone fracture. When inserting a 7-240 mm nail, it did not fit well on the distal side, and when a force was applied to move the nail withdrawing device forward and backward, breakage occurred at the connection part between the device and the nail. Removed the broken nail and implanted the another size small 7-220 mm nail.

Event description:
Attempted to insert the t2-humeral nail for bone trabecular transverse bone fracture. When inserting a 7-240 mm nail, it did not fit well on the distal side, and when a force was applied to move the nail withdrawing device forward and backward, breakage occurred at the connection part between the device and the nail. Removed the broken nail and implanted the another size small 7-220 mm nail.

Manufacturer narrative:
The reported event that humeral nail, ap t2 humerus ø7x240 mm was alleged of issue (implant breakage - nail) could be confirmed, since the device returned for evaluation matches with the alleged failure mode. The device inspection was done and it was observed that the peg of the nail was damaged. Detail inspection of the damaged surface of the peg revealed scratch marks, and that the peg was teared of from its base on nail. Such a damage along with the shape and the location of the scratch is caused when the target device is not assembled properly onto the nail. The operative technique provides instruction on the assembly of the nail that ¿the selected nail is assembled onto the target device (1806-0143) with the nail holding screw (1806-0163). Tighten the nail holding screw securely with the insertion wrench (1806-0135) so that it does not loosen during nail insertion.¿ it also clearly mentions that ¿it offers guidance that you should heed, but, as with any such technical guide, each surgeon must consider the particular needs of each patient and make appropriate adjustments when and as required. A workshop training is recommended prior to first surgery¿. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Thus, based on the investigation the root cause can be attributed to a user related issue and the root cause is failure to follow the proper operative technique leading to improper assembly of the alleged product. If any further information is provided, the investigation report will be updated.